Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout, the physician noted an insulation break on the right atrial lead. The physician applied medical adhesive to repair. The patient was doing fine post procedure.